Manufacturer narrative:
In the current event, there was no involvement of draeger s&s organization - no further information could be obtained. Neither a log file nor information regarding service and/or repair measures were provided. Based on the information as available, it is not possible to identify a root cause of the reported event. Due to lack of information, it can neither be confirmed nor denied that the event was related to a device malfunction, and thus, the event is reported in abundance of caution. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects an internal deviation, corresponding audible and visible alarm messages are generated. Performing a restart is an established approach to reach a well-defined and stable operation state of the ventilator after a deviation has been detected. Internal software processes are restarted to correct the detected deviation without the need for operator intervention the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. According to the instructions for use a device check is required prior to each patient use. Finally, it can be concluded that the device detected a deviation of unknown origin, posted an alarm and performed a restart to remedy the issue; the issue in general does not incorporate a previously unidentified or falsely assessed risk. All alarms, potential root causes and dedicated remedies are described in the instructions for use.

Event description:
It was reported that the device failed to ventilate while used on a patient. According to the description of event, the device suddenly shut down and restarted automatically, reporting instrument malfunction. There was no patient injury reported.